Event description:
The sales representative reported on behalf of the customer that the pro7300b was being used during a total knee replacement on (B)(6) 2021 when it was reported ¿the scrub nurse at the beginning of the case noticed the part was loose and requested to have another saw ready to open if required. The scrub nurse tightened the piece as best as she could. As the surgeon was sawing through the tibia, the whole part fell off the unit. The surgeon had to stop sawing. New saw opened and used¿. The procedure was delayed 5-minutes for another same-like device to be opened and the procedure was then completed. The patient was reported as recovered with no further issues. Further assessment questioning found that none of the components came into contact with the patient. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Corrected data: d9: date of receipt of device updated to 5/11/2021. Manufacture narrative: an evaluation of the returned device found that the unit collet failed and must be replaced. Moisture in handpiece, must replace motor, controller, blade housing blade contacts. The preventive maintenance is overdue. The preventative maintenance was performed as part of repair order. The unit was repair, evaluation completed and final tested completed. The unit met all specifications. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of 52 complaints, regarding 52 devices, for this device family and failure mode. During this same time frame 7,616 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.007. Per the instructions for use, the user is advised to never operate the sternum saw without the saw blade, collet nut and blade guard locked securely in place. Prior to each use, ensure all accessories are correctly and completely attached and perform the required preoperative functional tests for the equipment and accessories. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pro7300b was being used during a total knee replacement on (B)(6) 2021 when it was reported ¿the scrub nurse at the beginning of the case noticed the part was loose and requested to have another saw ready to open if required. The scrub nurse tightened the piece as best as she could. As the surgeon was sawing through the tibia, the whole part fell off the unit. The surgeon had to stop sawing. New saw opened and used¿. The procedure was delayed 5-minutes for another same-like device to be opened and the procedure was then completed. The patient was reported as recovered with no further issues. Further assessment questioning found that none of the components came into contact with the patient. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.